Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirmed the primary surgery date and that components were removed and replaced with hip molds on (B)(6) 2010 and hip molds were removed and replaced again on (B)(6) 2010. Invoice history also confirmed that a procedure to implant all new hip components was performed on (B)(6) 2010. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "postoperative bone fracture and pain." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-02693 / 02696). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.